Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical united kingdom evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included bench handling, power cycling and functional testing without duplicating the reported malfunction. The device was recertified and returned to the customer. No trend is associated with reports of this type. Review of the clinical data did not find evidence to support the reported event.